Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-6a date implanted: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The dib00 model intraocular lens (iol) was implanted in the patient¿s operative eye. For unknown reasons, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson iol, alcon. Patient prognosis post lens exchange is unknown. No further information is available.